Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy and venotomy closure of the right common femoral artery (rcfa), the left common femoral vein (lcfv), and the right common femoral vein (rcfv) using three prostyle devices after an electrophysiology interventional procedure with a 7f sheath in the rcfa, a 7f sheath in the lcfv, and a 14f sheath in the rcfv. Reportedly, the knots locked and could not be advanced. This occurred with all three devices. Manual compression was used to achieve hemostasis at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.